Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Section a4: patient's weight is estimated. Section b3: date of event is estimated.

Event description:
It was reported patient's ipg was inoperable. Surgical intervention took place during which the ipg was explanted and replaced. Therapy was restored post-op.